Event description:
It was reported that during a cholecystectomy procedure that abdominal air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Lower ring. Evaluation summary. The analysis returned found that the h12lp universal assembly had the lower ring cracked; therefore, it failed the leak test. No conclusion could be reached as to what may have caused the damage found. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record was performed and no anomalies were found during the manufacturing process.